Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra 2 meter is giving her an error message (unspecified as the pt could not remember what the error number was). This medical affairs specialist was unable to contact the pt to clarify info from the initial call and to obtain follow up info. After the reported issue began on the day before at 3pm, the pt reportedly had symptoms described as "dizzy and shaky". It is not known what the pt did to treat his symptoms. However, the pt indicated that she did not receive any medical treatment because of the reported issue with the lifescan product. The pt did not test on another device at the time of concern. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, the date and time of when the symptoms began, food intake, diabetes treatment relating to the symptoms, and changes to diabetes medication regimen and testing frequency at the time of concern. During troubleshooting, the reported issue was resolved with training. This complaint is being reported because the pt claimed he had symptoms that can be associated with sever hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.